Event description:
The customer received questionable troponin t results for one patient sample. A troponin t result of 0.352 ug/l was generated several times, from the same sample, within a two month period of time. The patient has no history of heart or kidney disease. It is not known if the patient was affected by erroneous results, no adverse events were reported. The troponin t lot number was 157895.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured during filling. The device was being filled with an antibiotic when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pt's lower lip was burned by the head of the handpiece.

Manufacturer narrative:
The patient sample was provided for investigation. It was determined the elevated results were caused by hama interference from the patient sample. The patient was not adversely affected. The package insert limitations section documents, "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur".

Manufacturer narrative:
Erroneous troponin t results were reported outside the laboratory. The patient was not affected or harmed by the erroneous results.